Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a frayed pitch cable at the distal end. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding the broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument logs confirmed that the mega needle driver (part# 470194-05 lot/serial# (B)(4)) was last used on (B)(6) 2022 on system (B)(4) with four uses remaining. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea. No additional actions are currently required given that this issue will continue to be tracked. This complaint remains a reportable event due to the following conclusion: based on the failure analysis findings, there is potential for a fragment from the mega needle driver instrument to fall inside the patient during a da vinci-assisted procedure. At this time, it is unknown what caused the issue to occur. No additional information was received from the site. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that the mega needle driver instrument had a broken cable. There was no reported injury. Follow-up has been performed to request additional information. However, no further details have been received as of the date of this report.